Event description:
Needle broke off during injection. Customer went to hospital and had x-ray and ultrasound done.

Manufacturer narrative:
Product has been returned for investigation. Analysis will conducted on returned samples. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.